Event description:
It was reported that during a lap gastric bypass procedure, the handpiece stopped working. A new handpiece was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one device was returned for analysis. The device was noted to have the handle shrouds broken. In addition, it was noted to have the clamp arm separated from the inner tube making the device unable to clamp on tissue. The device was disassembled and the handle of the instrument at the spring interface was noted to be broken, this was the root cause of why the clamp arm did not perform as designed; although no conclusion could be reached as to how this damage had occurred, it should be mentioned that each device is visually inspected for cosmetology defects and functional tested prior to shipment, and damage of this magnitude would have been detected at this process. However, complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.